Event description:
On (B)(6) 2012, a patient underwent acetabulum surgery. Plate and screws were implanted. On (B)(6) 2013, the patient required revision surgery for replacement screws. It was reported that the patient had been involved in a motor vehicle accident. The original plate and screws were removed and a 7.3mm cannulated, 55mm cortical, and 50mm cortical screws were implanted. This is report 5 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.